Manufacturer narrative:
Manufacturer has requested parts to be returned for analysis. Supplemental report will be forwarded.

Event description:
Information received that alleged the screw attaching the sling bar to the flex link came off. In injury alleged.